Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was leaking within three or more hours after insertion at upper buttocks on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction injection via multiple daily injections (mdi). The infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.